Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 320 mg/dl. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did return. The customer was advised to monitor pump and we will ship a replacement battery cap as a courtesy. The customer reported via phone call indicating that the insulin pump alarm unexpected restart (a21). Customer was advises the pump experience an unexpected restart. The customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 320 mg/dl. The customer was treated for high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose.